Event description:
The customer stated that he ran control tests and received results of 327 and 42mg/dl. The normal control range is 90-124 mg/dl. The customer did not allege any adverse events. The meter and 2 lots of test strips are to be returned for evaluation, and replacement products will be sent.

Manufacturer narrative:
Contour test strips (50) 7098a lot # 6cb3b04 man. Date 03/2006 also to be returned.